Manufacturer narrative:
The pump was received with normal operating currents, and no unexpected low battery alarms were noted during testing. The pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, cracked battery tube threads and a corroded battery tube.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a failed battery test. The customer reported that the insulin pump alarmed low battery after only two days and would then lose power. Blood glucose level at the time of the incident was not provided. The customer was unable to correct the issue through troubleshooting. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.